Manufacturer narrative:
The device was returned to olympus for inspection. E1 establishment name: (B)(6) hospital. Added here due to character limitation in respective field. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the angle wire component is suspected to be the cause of the physical stress impact. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope was unable to rotate the direction of the handle. The event occurred during reprocessing. There were no reports of patient involvement.